Manufacturer narrative:
(B)(4). Method: device history record reviewed for ncmr and CAPA. Actual device involved in incident was evaluated. Result: record eval completed. Complaint could not be confirmed. Device performed according to specs. Conclusion: device evaluated and alleged failure could not be duplicated. Device operated according to specs. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports on protime microcoagulation system pt/inr results 1.9. Unblinded pt/inr results from local lab 3.3. Therapeutic range not specified. Anticoagulant drug and dosage not specified. This event occurred outside the us during the course of a blinded pharmaceutical clinical study.